Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation observed an intermittent audio response. The speaker impedance was found to be below specification. Evaluation determined the cause to be a failure at the solder joint between the speaker wire and the back-flex. The rear case was replaced to correct this condition.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced an intermittent audio function. There was no pt involvement.